Event description:
The patient reported that the pump emitted a low battery warning and noticed that the pump battery was very hot. The patient reportedly did not remember the events leading up to the issue or if there were any environmental influences at the time. The patient reported that after the battery was changed the pump was working fine. This report is made based on the allegation that the pump battery overheated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised with no evidence of overheating. No defects were found to the power flex, battery connections, and internal components. The complaint could not be confirmed or duplicated on investigation.